Manufacturer narrative:
Final analysis confirmed the reported anomaly. The device battery capacity met normal specifications. Consequently, the device met normal end of life.

Event description:
It was reported that the pulse generator exhibited inappropriate measured data. The device was explanted and replaced.